Event description:
Fresenius kidney perfusion set without-air-vent malfunctioned while perfusing transplant kidney in preparation of implantation into recipient. The nurse noticed fluid leaking from the connection between the white tip and the clear tubing. The surgeon adapted the tubing to stop the leak.